Manufacturer narrative:
Corrected data: b3. Updated data: b2. B5. D4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that seven days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to an unspecified severe conduction disturbance. No additional adverse patient effects were reported. Additional information was received that bradycardia with complete heart block and atrial fibrillation occurred. The arrhythmias first occurred on the day of the valve implant and then subsided. However, they recurred seven days later and the permanent pacemaker was implanted.

Event description:
Medtronic received information that seven days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to an unspecified severe conduction disturbance. No additional adverse patient effects were reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.